Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to instability. Update 5/3/16 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported hip discomfort (B)(6) 2012, severe fatigue 2012, anxiety 2013, headaches/tremors/neurological impairments (B)(6) 2013, teeth chattering/head tremors (B)(6) 2014, migraines (B)(6) 2014, pseudotumor, ovarian cysts (B)(6) 2013 and low blood pressure 2013 to present. Medical records reported joint swelling, cysts/growths, twitching of head/neck, headaches, groin pain, right hip squeaking, finger numbness and left leg longer than right. Revision surgical report noted 2 hip dislocations prior to revision surgery that had closed reductions, impingement of cup and head which caused dislocations, and a portion of gluteus medial had torn. Cup is already reported on (B)(4). The complaint was updated on: may 25, 2016. Update 9/20/16 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on: 10/14/2016. Update 10/27/16 ¿ pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note also indicated dislocation and cup malalignment and impingement. The cup is being added to the complaint. Lab levels confirmed normal metal ion levels. The complaint was updated on: 11/22/2016.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.